Event description:
The customer reported to olympus, the evis lucera gastrointestinal videoscope tested positive for gram positive bacteria two consecutive times. The issue was found during regular culture testing of the scope. Sampling was taken at reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The user facility reported that the scope was reprocessed in an olympus automatic reprocessor on july 20, 2022, which was the date of the latest cleaning, disinfection, and sterilization. The scope was cleaned with alcohol perfusion after disinfection, and manually reprocessed with dr. Xiao detergent. It was also reported that the scope was disinfected for 5 mins. The customer suspected device was returned for investigation. The olympus service center was unable to culture test the scope, so the reported issue could not be checked. However, there was no issue noticed with the scope during evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
Correction to additional MFR narrative of the initial report, defects of the device were noted during the device evaluation. Specifically, the inner wall of the channel tube was peeled, scratched and stained. However, these defects alone are not considered severe enough to cause a potential adverse event. Additionally, the repair center found the bending cover and channel tube was leaking, the insertion section was wrinkled and the switches were worn. Per the legal manufacturer, there is no potential for these issue to cause or contribute to death or serious injury if the malfunction were to recur. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reported event was not confirmed as the scope was not microbiologically tested by olympus. The user's culture test results were not provided. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a root cause could not be determined. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.